Event description:
Details of incident/nature of device defect: patient attended for dialysis and on connection to machine nurse noted blood leaking from section just above the bifurcation. Details of injury (to patient, carer or healthcare professional): no reported injury to any of the parts involved. Action taken (includes any action by patient, carer or healthcare professional or by the manufacturer or supplier): patient was disconnected from the machine, lumens were flushed with nacl 0.9% and cupped off. Transferred to th ward for line change.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.